Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed an error message stating to disconnect between the cuvette and the monitor. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt at a result of this event.